Event description:
It was reported that the device went down, all black inside. No patient injury was reported.

Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint that the device has a black image. A visual inspection was performed and showed the scope to have broken lenses with distal tip and fiber damage. This is caused by contact with another source. No manufacturing related defects were observed.